Event description:
A nurse reported that during surgery, they were unable to turn on the laser. The surgeon bypassed the need of the laser and the procedure was completed with the same system. There was a delay greater than 15 minutes, but the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system, confirmed the system does not recognize the laser probe, and replaced the probe detector printed circuit board (pcb). The system was tested and met product specifications. The root cause has not been determined. (B)(4).